Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash on his back from the lifevest. It was reported that the patient did have allergies, but it is not clear what the patient was allergic to. It was reported that the patient's back broke out so bad that he had to go to the emergency room. It is unknown what type of treatment the patient received in the emergency room as follow-up attempts were unsuccessful. The outcome of the irritation is not known.